Event description:
Caller reported a horizontal burn line in the middle of the inform meter display screen. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.